Event description:
Accessed vein in rt arm w/introducer. Obtained good blood return, able to thread catheter for correct placement. Unable to withdraw guidewire from catheter, caused "bunching" of catheter. Returned next day to facility w/different lot of catheters. Clinical support person at l-cath suggested attempting in opposite arm; there could possibly be something anatomical in the pt, not allowing the catheter to be placed properly and in turn not allowing removal of guidewire successful attempt.